Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During device check, the thermogard console (sn (B)(6) displayed an air trap warning alarm. The red "air trap" text/alert on the system's display would not clear even with the air trap full of saline. No patient involvement.